Event description:
A small spiral outflow type d dissection was noted distal to the distally implanted stent post deployment. It appears that the dissection occurred at the time of stent deployment. No further intervention was undertaken to treat the dissection. It was also reported the pda branch was "lost" and unable to be recanalized. The patient was admitted with unstable angina pectoris in 2007. The patient had 3-vessel disease in the right coronary artery. The lesion was type c, totally occluded, de novo, irregular and concentric. The lesion was 75mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated and then a 3.5 x 33mm cypher select plus stent was implanted at 18atm, a 3.5 x 13mm cypher select plus stent was implanted at 14atm and a 3.0 x 33mm cypher select plus stent was implanted at 18atm. All of the stents were implanted overlapping each other. The stents were post-dilated. The patient's medications include the following: aspirin (pre, intra and post procedure), clopidogrel (pre and post procedure), statins (pre and post procedure), ace inhibitors (pre and post procedure) and heparin (intra procedure).

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a male with a history of hypertension, hyperlipidemia, cerebral vascular disease, myocardial infarction, previous percutaneous coronary intervention and coronary artery bypass grafting. This patient's history places him at increased risk of mace. The indication for admission to hospital was unstable angina. A coronary arteriogram revealed a 75mm, irregular, chronic total occlusion of the proximal right coronary artery (rca). The lesion was classified as type c and the reference vessel diameter was 3.5mm. The safety and effectiveness of cypher select plus has not been established in patients with chronic total occlusions. Additionally, cypher is indicated for use in lesions equal to or less than 30mm in length. The lesion was pre-dilated and implanted with a 3.50 x 33mm cypher at 18 atm. Without post-dilation, a 3.50 x 13 mm cypher at 14 atm. Without post-dilation and a 3.00 x 33mm cypher at 18 atm. With post-dilation. The rated burst pressure for these products is 16atm. The stents were implanted overlapping and in a proximal to distal fashion. Pre-procedural medications included asa and plavix while asa, plavix and heparin were given during the procedure. No post-procedural medications were listed and the patient was discharged home on asa and plavix. Gpiib/iiia inhibitors were not used and it is not known if act values were monitored. It was reported that during the procedure a "small spiral outflow dissection occurred distal to the first stent." The dissection was graded as type d. It was also reported the pda branch was "lost" and unable to be recanalized. The cypher stents remain implanted in the patient and thus, not available for evaluation. A device history records review was conducted and found the involved product met quality requirements for product acceptance. Coronary artery dissection is a known potential adverse associated with coronary artery stenting procedures. Based upon the information provided, it is not possible to conclusively determine the cause of the event however; there are patient, lesion and procedural factors that may have contributed to it. There is no clear indication this event was design or manufacturing related.